Event description:
Complainant alleged that a pt, suffering from a myocardial infarction, was brought into the hospital's emergency room. The pt was transferred to the hospital's cath-lab. The complainant indicated that at this point the pt was coherent, but in cardiogenic shock. Physician then implanted a pacemaker and a balloon pump into the pt, but the pt then presented a ventricular tachycardia heart rhythm. The clinicians then attempted to charge the device, but it would not charge. The clinicians then performed pt CPR. The clinicians made two attempts to shock the pt using electrodes with the device, but the device failed to charge. They then attempted to shock the pt with the device paddles, but again the device failed to charge. The clinicians then obtained another device and 3 shocks were delivered to the pt and the pt's heart rhythm was converted, but the pt then relapsed back in a ventricular tachycardia heart rhythm. Two add'l shocks were delivered and the pt's heart rhythm was again converted and the pt was paced by the implanted pacemaker. The complainant indicated that the pt was a very sick person and that pt subsequently expired. Subsequent to the event, the device was evaluated by the facility's biomed engineering dept and a "defib fault 79" message was displayed on the device screen. The complainant indicated that this message may have been displayed on the device screen at the time of the event, but that it was not noticed by the clinicians.